Manufacturer narrative:
Analysis of the lead with serial number (B)(4) found that there was no anomaly.

Event description:
It was reported that there was high impedance during the procedure of >10,000 at 0.7 volts and >20,000 at 1.5v. It was noted that a different multi-lead trialing cable was used to troubleshoot but the patient did not perceive stimulation. It was noted that it was electrodes 9-10 and 1-2. It was noted that the event or difficulty occurred on the date of report. The lead listed on this manufacturer representative¿s report was va0kz5z008 and it was noted that this lead was never implanted. It was noted that the product was replaced by a different product from the manufacturer. It was also noted that a different product was used. It was noted that the issue was resolved. The cause of issue was not determined. It was noted that diagnostic testing or troubleshooting was performed. It was noted that there were no patient symptoms or complications associated with the event. The patient status at the time of this report was alive with no injury. It was later reported that the cause of the impedance issue was not determined. There were no lead fractures noted. In response to the question ¿did the high impedances resolve and if so, how soon after implant?¿ the manufacturer representative wrote ¿no, item was replaced with another lead.¿ it was noted that the lead had not been returned yet. It was noted that the patient recovered without sequela and had no issues. It was noted that the patient was receiving effective therapy. It was later reported the high impedances were unresolved. It was noted that when tested the patient did not perceive stimulation during intra-operative testing. The lead with serial number (B)(4) and an unknown stylet accessory were returned. Next to the lead with serial number (B)(4) circle with a line through it was drawn in the section for implant and explant date. It was noted that the device was not used with or in a patient. The patient was not in a clinical study. The device was replaced. There was no patient death. The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 355531, serial# unknown, product type: screening device. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.